Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was 220 mg/dl. The customer reported that they had damage on the reservoir compartment and also the o-ring was falling out. It was reported that they had issue or damage to reservoir compartment or lip or ring the reservoir was able to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip was partially broken off but the test reservoir locked in place properly. No missing reservoir tune o-ring noted.